Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm once squeezed together and seal was pushed to engage into the clear tube, it bunched up at the bottom and wouldn't fit into the tube. A second one was opened and the same thing happened. They opened a replacement heartstring for the two defective ones. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned inside the loading device. The seal and tension spring were observed in the loading device. The delivery device was removed from the loading device. The slide lock was engaged and the white plunger was not depressed on the delivery device. There was blood observed on the white plunger. The seal and tension spring remained in the loading device. The seal and tension spring were removed from the loading device. A microscopic inspection was conducted. The seal was completely intact with no signs of crack/delamination. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.52 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm once squeezed together and seal was pushed to engage into the clear tube, it bunched up at the bottom and wouldn't fit into the tube. A second one was opened and the same thing happened. They opened a replacement heartstring for the two defective ones. The hospital did not report any patient effects.